Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during flap lifting a vertical gas breakthrough was observed in the unknown eye and flap could not be lifted resulted in an incomplete flap during refractive surgery. Consequently, the subsequent excimer laser ablation was not performed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer checked and calibrated the laser system was performed system verification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The treatment of the patient's right eye was finished successfully without any technical issue. No technical root cause could be identified during logfile review. The system was working within specification. More information about the reported issue was requested but not received. It is not clear if the user was fully trained on the laser device or if the reported event occurred during a clinical training. No part is expected to be returned to device for evaluation. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).